Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) minicap transfer sets had particulate matter described as "particle appears to be hair¿. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however six (6) photographs of the samples were provided for evaluation. The photographs were visually inspected and a thin, wavy particulate matter outside the fluid pathway inside the pouch was observed. The particulate matter appears to be extrinsic particulate matter that is an additive, foreign, and not part of the formulation, package or assembly process. The particulate matter is outside the fluid pathway; therefore, the reported condition was not verified. As there is no breach in the sterile pathway, there is no risk of contamination and/or infection of the patient. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.